Event description:
It was reported that during the set up inspection, the controller was not recognizing the shaver. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of recognition failure was confirmed. Product failed functional testing with a sensor error which causes the control unit to not recognize the test handpiece. Cause of errors is a shorted electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.